Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone control android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505. 005. B1. Hardware: pixel 8 pro. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized for hyperglycemia and skin infection on (B)(6) 2025. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood glucose levels as well as redness and swelling on the pod site. The patient was treated with antibiotics, and the skin abscess was drained. The patient was discharged on the same day.